Event description:
It was reported that while using the bd phoenix panel nmic-306 that there was overcalled carbepenem resistance. The following information was provided by the initial reporter: did a serious injury occur? No. Did erroneous results occur? Yes. Customer reports no additional information is available at this time due to the amount of detail that is requested. Customer no longer has information on the lots for which the issue was experienced and only has isolates. The process of gathering the additional details would be too taxing and will not be completed for this issue. Customer wishes to close this case and open additional case(s) when and if a new occurrence presents. If salesforce pir complaint, date email received: none. Customer problem: customer reporting multiple instances of overcalled carbepenem resistance in pseudomonas isolates with use of nmic-306 (449292) multiple lots. ¿ was this issue involving patient or nonpatient samples? Patient samples. ¿ photos or returns requested?: 4 to 5 patient isolates can be sent in for testing. ¿ if consumable is tested on bd instrumentation, list serial numbers: (B)(6) phoenix 449292 issue.

Manufacturer narrative:
H6. This complaint is not confirmed. This complaint is for clinical failures with high mic results for carbapenems with pseudomonas isolates when using phoenix panel nmic-306 (449292) batch number unknown across multiple lots. The customer did not provide isolates, panel returns or lab reports for the investigation. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using the bd phoenix panel nmic-306 that there was overcalled carbepenem resistance. The following information was provided by the initial reporter: did a serious injury occur?: no. Did erroneous results occur?: yes. Customer reports no additional information is available at this time due to the amount of detail that is requested. Customer no longer has information on the lots for which the issue was experienced and only has isolates. The process of gathering the additional details would be too taxing and will not be completed for this issue. Customer wishes to close this case and open additional case(s) when and if a new occurrence presents. If sales force pir complaint, date email received: none. Customer problem: customer reporting multiple instances of overcalled carbepenem resistance in pseudomonas isolates with use of nmic-306 (B)(6) multiple lots. Was this issue involving patient or nonpatient samples? Patient samples. Photos or returns requested?: 4 to 5 patient isolates can be sent in for testing. If consumable is tested on bd instrumentation, list serial numbers: (B)(6). Phoenix (B)(6) issue.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility. D4. Medical device lot #: unknown, d4. Medical device expiration date: unknown, h4. Device manufacture date: unknown. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.